Event description:
The customer reported the 4k camera head image disappears. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was on site to evaluation the device. Upon evaluation, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, h2, h10 olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during a laparoscopy procedure and the same device was used to complete the operation.